Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridges did not fit onto the pump. No damage was noted to the cartridges. Additionally, it was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. No damage was noted to the cartridge. Blood glucose level was 101 mg/dl.